Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 7/24/2017: the customer's clinical diabetes specialist contacted the customer in order to provide assistance with addressing the occlusion alarm.

Event description:
It was reported multiple occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.